Event description:
A customer contacted baxter technical service center regarding a system error 2367 during initial drain, while using the home choice system. The service rep (tsr) explained the alarm and had the hp disconnect. Tsr then had hp cycle power to clear the alarm. Tsr advised hp to start over with all new supplies. The hp indicated she may have started the initial drain prior to connecting. The home pt (hp) also stated she did not feel well. In 2009, the nurse was contacted. The nurse reported that a week prior, the hp came to the dialysis clinic without the minicap on the transfer set. The pt was hospitalized for malnutrition, dehydration and peritonitis and, diagnosed with peritonitis the same day. Symptoms of the peritonitis were nausea and vomiting. The hp was treated with vancomycin and gentamycin starting the same day (dose and length of therapy unk). As of a week later, the hp remained hospitalized. The hp has been transferred to hemodialysis. The pt outcome was unk. The hp reportedly had a difficult time maintaining aseptic technique. The nurse indicated that the peritonitis was most likely due to the pt not placing the minicap onto the transfer set. The hp had a previous peritonitis episode from the month prior. A culture grew no organism, but a cell count yielded high white blood cell count (unk level). The hp was treated with cipro and rocephin (doses and dates unk).

Manufacturer narrative:
The sample was not returned to baxter for evaluation.